Manufacturer narrative:
(B)(4). Citation: arch pathol lab med¿vol 128, july 2004 .

Event description:
It was reported in a journal article (textiloma (gossypiboma) mimicking recurrent intracranial tumor) that the patient underwent a procedure on unknown data for removal of intracranial tumor and absorbable hemostat was used. Significant neuroimaging abnormalities were identified on MRI studies performed for follow-up 1 to 7 months after surgery. The patient had a central cavity surrounded by ring enhancement, with possible edema seen in the adjacent brain parenchyma. Residual neoplasm was present adjacent to, but separate from, the textiloma. Solid material partially filling the surgical cavity was observed. Based on the clinical and neuroimaging findings, the clinical impression favored recurrent tumor or tumor progression, and this prompted repeat surgery and re-resection of the mass lesion.